Event description:
The customer was hospitalized for low bgs. Troubleshooting was performed. The customer stated that excessive insulin exited during manual prime, but the numbers did not appear on the screen. Instructed the customer on the priming technique. A replacement pump was requested.